Manufacturer narrative:
The customer's reported complaint description of a skin burn could not be determined. The device was disposed of by the user. As the ported complaint sample was not returned, angiodynamics is unable to perform a device evaluation. W/out receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A potential root cause the reported event is that patient took a violent breath dislodging the probe from the liver. A review of the lot history records was performed for the lot numbers obtained through the shr for the packaging and components lots for any deviations. No correction is required since no sample was returned for evaluation and a root cause for this event is inconclusive. Based on the low frequency no recent trends, no issues noted in the lot history records search, and adequate process controls in place to detect this type of failure, no corrective action to be taken at this time.

Event description:
As reported, on (B)(6) 2015, by angiodynamics sales representative, "probe was inserted into peripheral liver lesion. At some point, dr. Speculated that the patient took a violent breath and dislodged the probe from the liver. This resulted in a skin burn." Add'l info received from angiodynamics sales rep is that the skin was blanched around the entry site (<.5 cm diameter) and the skin surrounding that was very red. The red area was about 2 cm in diameter. Ice was applied right after finishing the ablation to the burn area; an entry site. No serious injury to the patient for this event.